Manufacturer narrative:
Approximate age of device - 2 years and 2 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
Additional information: two individual reports for the same patient were received from the intermacs registry. Intermacs report (B)(4) states: had brief double vision episodes on (B)(6) 2015. All vad numbers stable at that point. Seen in clinic on (B)(6) 2015 for low pis, and fatigue/sob. Was in flourid hf. Adm to local hospital, cxr completed showing suspected malposition of inflow cannula. Contacted transplant/vad center and transferred. They ultimately decided there was a clot in the pump somewhere, although, was not hemolyzing initially. Ldh>1300 and plasma hgb was 17. Required brief intubation with iabp, and inotrope therapy. Red heart alarms started (B)(6) 2015, so pump turned all the way off. Too high risk for reop. Patient decided to be full dnr/dni and allow natural death to occur. Intermacs report (B)(4) states: developed low pis and lower flows than normal. Increasing shortness of breath over 2-3 day time span. Seen in clinic on day of adm. In decompensated hf. Aicd download day before showed stable aflutter in the 80s. Vss in clinic. Abd slightly distended. Device download showed pi down as low as 1.5 with two speed drops to 8500 (set rate was 8800). Adm after echo showed little flow in desc aorta and aortic arch. Cxr was highly concerning for inflow cannula kink as cannula was angled to lateral wall of lv. Transferred to closest transplant/vad center for surgical intervention. Primary cause of death: respiratory: respiratory failure.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient complained of intermittent double vision on (B)(6) 2015 while at the vad support group meeting when rising from the table. The patient mentioned the pulsatility index (pi) values had been running slightly lower than a normal 4.5-5 range. The double vision reportedly resolved on its own. The following day, the patient reported that the pi¿s were still in the 4 range. The patient also reported having diarrhea that started after recently taking keflex for a red spot at the driveline site. On (B)(6) 2015, the patient reported still feeling poorly. The pi was in the 3.5-4s range, but all other numbers were stable. The estimated pump flows were reported to be in the patient¿s normal range and the pump power was in the 4-5 watt range. On (B)(6) 2015, the patient continued to feel poorly with continued diarrhea and pi values as low as 2. A download from the patient¿s implantable cardioverter-defibrillator found no ventricular tachycardia was noted. The patient was instructed to take imodium per over the counter guidelines. The patient¿s appetite was reported as still fine and pump flows were 3.5-5 lpm. The patient was seen in the clinic on (B)(6) 2015 and was admitted to the hospital with volume overload. Lvad interrogation showed pis as low as 1.5 with two suction type events with speed drops to 8500 rpm and varying estimated flows. The patient was short of breath at rest and an EKG revealed atrial flutter with a capture rate in the 80s bpm. The patient¿s blood pressure was stable with a mean arterial pressure of 88 mmhg per doppler. An echocardiogram noted mild but increased aortic insufficiency, and moderate tricuspid and mitral insufficiency. The inferior vena cava showed minimal collapse and the aortic arch images showed very little flow. A chest x-ray showed a possible kink in inflow conduit. The patient¿s inr was 2.1, the brain natriuretic peptide (bnp) was 1190 pg/ml, lactate dehydrogenase (ldh) was 1301 u/l, and creatinine 1.94mg/dl on an unspecified date the patient was transferred to another hospital for evaluation of suspected pump thrombus. On 05/16/2015 it was reported that the patient was being supported on inotrope infusions and an intra-aortic balloon pump was placed. The patient had been ventilated, but was subsequently extubated. The pump powers were reported to be in the 10-11 watt range and almost constant low flow alarms were occurring. A pump exchange could not be performed due to worsening kidney function. It was decided to discontinue lvad support due to suspected pump thrombus. The patient subsequently expired with the reported cause of death being respiratory failure. No additional information was provided.

Manufacturer narrative:
Additional information: the attached user facility report (B)(4) (the intermacs identifier is (B)(4) was received from the intermacs registry. A second report was also received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4).